Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion test. The insulin pump was programmed with correct time and date. The insulin pump was monitored, several bolus were programmed and delivered. The insulin pump was delivered and recorded properly all basal profiles and bolus delivered. No history recording anomalies were noted. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized. Customer's blood glucose was over 500 mg/dl. Customer will not be returning the device for analysis.